Manufacturer narrative:
A1: patient identifier: requested, not provided . A2: age & date of birth: requested, not provided. A3: patient sex: requested, not provided. A4: weight: requested, not provided . A5: ethnicity: requested, not provided. A6: race: requested, not provided . B3: date of event: requested, not provided. D4: catalog number: requested, unknown . D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown catalog and lot combination. D4: UDI: unknown due to unknown catalog and lot combination. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: lead tech. H4: device manufacture date: unknown due to unknown catalog and lot combination since the actual sample was not returned, investigation of it could not be performed. Since the involved product code/lot combinations were unknown, it was not possible to investigate manufacturing records and shipping inspection records. Regarding the involved product, there was no report of similar events attributable to the manufacturing process in the past two years. Since the involved product code/lot combinations were unknown, it was not possible to review manufacturing records and shipping inspection records, in addition, the actual samples were not returned and the inspection of them could not be performed, the cause of occurrence could not be clarified. Ashitaka factory assures the quality of this product by performing the following controls. The guidewire is passed through the dedicated tool on 100% basis to confirm that there is no peeling of the outer layer or adhesion of any foreign substances on the surface of guidewire. Through eddy current flaw detection*, it is confirmed that there is no crack in the core wire over the entire length. The outer diameter of core wire is controlled to assure the strength of core wire. Before packaging, all products are inspected to confirm that there are no abnormalities in their appearance, such as peeling of the outer layer, exposure of core wire, or scratches. (*eddy current flaw detection: when an alternating current is passed through a coil, a magnetic field is generated in the direction perpendicular to the current. When the coil is brought close to the conductor (core wire), an eddy current is generated on the surface of the conductor. If any anomaly including a crack is generated in the conductor, the eddy current avoids the crack and flows around the conductor, so that the flow changes as compared with the case where there is no crack. The method of detecting changes in the flow of eddy currents and searching for cracks is called eddy current flaw detection.) The instructions for use (IFU) of this product includes the following information. "[Warnings] if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported that the glidewire broke during a procedure. It was referenced that it had not been left in the patient. The event occurred intra-operative.

Manufacturer narrative:
The production lot number was not provided by the user facility; therefore, the entire UDI could not be provided.